Event description:
Account reported that the stopcock broke off at the y-connector of the catheter after having been placed inside the pt. This created a blockage and they were unable to drain fluid and the procedure had to be repeated.